Event description:
It was reported that a spectrum iq infusion pump had downstream failure in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was not received for evaluation however functional testing was performed at the customer site by a baxter technician. A review of the event history log revealed "downstream occlusions" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.